Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump. It was reported that there was significant swelling in the pump pocket but no redness, pain, or fever. The physician indicated that an infection was unlikely. The physician attempted to aspirate existing catheter at catheter access port (cap) but was unsuccessful. It was noted that a large amount of yellow tinged fluid suctioned out from the pump pocket during catheter replacement surgery. There were no known environmental/external/patient factors that may have led or contributed to the issue. A fluid sent for culture by the physician. Old existing catheter replaced with new 8780 catheter. The issue was resolved at the time of this report. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2026 product type catheter pr oduct ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 15-apr-2017, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 07-aug-2010, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8596sc. Serial# (B)(6). Implanted: (B)(6) 2015. Explanted: (B)(6) 2026. Product type catheter pr oduct ID 8596sc. Serial# (B)(6). Implanted: (B)(6) 2008. Explanted: (B)(6) 2026. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported that the cause of the inability to aspirate was not determined. The results pertaining to the yellow tinged fluid that was sent for a culture were not accessible to the rep.